Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device had been fully clip deployed, the deployed clip was not returned and the device was in the access port retracted state. There was no detected external handle, sheath, or delivery tube damage. The vessel locator was retracted into the distal end of the delivery tube with fibrous tissue embedded within the vessel locator wings (vlw). Examination of the internal components indicated that all parts were undamaged and in their proper post clip deployed access port retracted positions. The flex guide/vessel locator was distally displaced and examined. It was confirmed the tissue was fully embedded within the vlw. The embedded tissue was removed from the vlw and bent vlw were noted. The vlw were all intact and securely affixed the vessel locator assembly. The observed fibrous tissue was the cause for the reported lack of clip deployment and difficulty in device removal, which resulted in the bent vlw, confirming the reported event. The tissue would have prevented the proper deployment of the clip from the starclose se device and retraction of the vlw into the distal end of the delivery tubeset, bending the vlw during their retraction. There was no device related observation that may have contributed to the reported event or received condition of the device. Based on the investigation findings, anatomical issues caused the reported event and are related to the operational context in the use of the device. There does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, during clip deployment, the clip did not fire. As per the instructions for use, the access ports were used, but "nothing happened" and the device had to be pulled out with some effort. Upon removal, the wings were still deployed. Manual compression was held for 20 minutes to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.